Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of during a da vinci-assisted hysterectomy surgical procedure, the arms (1) and (3), the bipolar forceps of arm (4) output electricity on its own, even though the pedal was not depressed. As a result, the rectum was damaged and two additional sutures were performed. And damaged the intestinal tract (rectum).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complication is due to incorrectly connecting a bipolar instrument into monopolar socket . If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on (B)(6) 2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2021 on system sk1771. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. A review of the instrument logs was also performed. There were three bipolar instruments recorded during the procedure; two force bipolar instruments and one maryland bipolar forceps, and while they have not been used in subsequent procedures, a site search found no related complaint for those instruments. The remaining reusable instruments involved in this event have been used in subsequent procedures. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, a bipolar instrument allegedly activated without the energy pedal being pressed. As a result, there was a ¿thermal injury of the small intestine¿ which was repaired with sutures. It was identified that the cable of the bipolar instrument was incorrectly connected by the customer to the monopolar plug/socket of an ft10 generator. At this time, although it was reported that the site was aware that an invalidated ft10 covidien was being used, it is unknown if the use of the ft10 generator was intentional misuse.

Event description:
An intuitive surgical, inc. (Isi) clinical sales representative (csr) initially reported that during a da vinci-assisted hysterectomy procedure, the bipolar forceps on arm (4) output electricity on its own, even though the pedal was not depressed. As a result, the rectum was damaged and two additional sutures were performed. The generator used was a covidien ft10. It was identified that "the bipolar cable was connected to the monopolar plug." Although it was reported that the site knew that the ft10 covidien generator was not validated for use with the da vinci system, it is unknown if the use of the ft-10 generator was intentional misuse. On (B)(6) 2021, the console surgeon provided the following additional information regarding the reported event: when the generator was examined, the customer found that the bipolar cable was connected to the monopolar plug. After the surgery, the covidien representative verified that the bipolar cable could be connected to the monopolar port and the generator would output by itself. Another physician repaired the intestinal injury with two stitches. The repair was a robotic procedure. On (B)(6) 2021, isi obtained the following additional information from the console surgeon regarding the reported event: during follow-up, it was confirmed that patient sustained a thermal injury to the small intestine and not the rectum as initially reported. The injury was repaired with two sutures. There was no other "intestinal damage" or other medical intervention required. It was also reported that the site knew that the ft-10 generator was not validated to be used with the da vinci system but that they used it because other hospitals were reportedly using it and "it has better performance than triad-generator." It was reported that the site knew they were using a generator which was not validated with the da vinci system. However, the surgeon state that they believe the da vinci system should have prevented the use of the non-validated generator. The surgeon attributed the cause of the event to the following: "the issue involved the use of an invalidated ft10. The bipolar cable was connected to the monopolar socket and the bipolar outputted arbitrarily." There has been no report of postoperative complications and the patient has been discharged.